Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that following a scheduled elective surgery for the repositioning of the patient's catheter, the patient experienced an incisional hernia at the site where the surgery took place. The hernia was approximately the size of a lemon. The patient's peritoneal dialysis nurse later clarified that the patient underwent an outpatient hernia repair on (B)(6) 2016, which did not result in hospitalization. The patient has recovered, and since switched to permanent hemodialysis. Medical records were requested, but were not available for review.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.